Event description:
It was reported that the iab was inserted in the patient as he came off bypass. He had anaphylatic reaction to protamine, which caused cardiogenic shock. Three days after insertion of the iab, blood was noted in the helium tubing. The iab was removed and a second insertion was not needed since the patient was hemodynamically stable.